Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a system air leak test, valve and actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a patient line is blocked soft alarm multiple times during drain 3 of 5. The patient attempted to troubleshoot the issue by pressing ok, but the soft alarm returned. Technical support provided the patient with information regarding the soft alarm, and advised to continue use of the cycler. Upon follow up, the patient reported discovering a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The backside of the cassette was wet when removing the cassette from the cycler. The fluid leaked inside the cassette door as well. The patient was connected when the leak occurred. Upon further follow up, the patient confirmed the reported event and that the fluid leak may have occurred during the 3rd cycle. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a patient line is blocked soft alarm multiple times during drain 3 of 5. The patient attempted to troubleshoot the issue by pressing ok, but the soft alarm returned. Technical support provided the patient with information regarding the soft alarm, and advised to continue use of the cycler. Upon follow up, the patient reported discovering a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The backside of the cassette was wet when removing the cassette from the cycler. The fluid leaked inside the cassette door as well. The patient was connected when the leak occurred. Upon further follow up, the patient confirmed the reported event and that the fluid leak may have occurred during the 3rd cycle. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.